Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approximately two months ago. Vessel morphology described as very calcified and very tortuous. It was reported that the patient expired due to a perforated bowel. The physician assessed that the perforated bowel was not related to the abdominal aortic aneurysm repair. Films were received and their evaluation was completed. The pre-implant films show that the aortic neck is mildly angulated, and approximately 25-26 mm in diameter at the lowest (right) renal. The 5 cm in diameter abdominal aortic aneurysm contains thrombus and calcification. The left common iliac artery is dilated to approximately 2.5cm. The left and right iliac arteries were confirmed as tortuous and calcified. Films at implant or post-implant were not provided.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure (death, bowel ischemia), patient's condition affected effectiveness of device (anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).